Manufacturer narrative:
Additional information received. H4 field updated.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope had curved rubber adhesive missing. There were no reports of patient involvement.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope had curved rubber adhesive missing. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, it is likely that the reportable malfunction was due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue, however the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.